Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) delivery system was being prepped by flushing and it was noted by the physician that the level of saline would not stay in the cup but appeared to be leaking back toward the handle. The tether was locked and the flush port was closed and saline was still escaping through the handle. As a result, the physician requested a new delivery system. The ipg system was never attempted and did not make any contact with the patient. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Analysis indicated that the wire mesh was exposed on the shaft. The delivery system had a fluid pathway leak. The delivery system shaft was mechanically kinked/buckled. The analyst noted that the delivery system was returned with the device attached. Visual inspection identified that the wire mesh was exposed on the shaft near the proximal end of the sheath. Three kinks were identified on the shaft; one at 4.2 cm from the distal end of the shaft, the second at 4.7 cm from the distal end of the shaft and the third at 5 cm from the distal end of the shaft. Curve could be applied but the distal shaft appeared to be out of plane. The analyst observed that when the flush test was performed with the "tether lock" in the locked position water flowed from the distal end and inner tubing exiting the proximal end of the handle. The analyst could successfully deploy and recapture the device. Destructive analysis was performed on the handle. The analyst observed that when the flush test was performed with the "tether lock" in the locked position water flowed through the distal end. Water also visible, exiting at the proximal end of the handle and the tether lock mechanism. The analyst observed the flush tube appeared to be kinked next to the barb adapter. If information is provided in the future, a supplemental report will be issued.